Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's leads were explanted and replaced. The patient receives effective stimulation therapy. Note: device information is unknown to the manufacturer at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: further device information is unknown at this time. It was reported the patient received ineffective stimulation. Surgical intervention may be taken to address the issue.

Event description:
It was determined the surgical intervention occurred on (B)(6) 2017.